Event description:
It was reported that the night prior to report the patient interrogated the left implantable neurostimulator and found it was turned off. It was unclear when the patient began to experience a loss of effect, but it was suspected to have been a couple days prior to report. He would start to feel kind of ¿bad¿, stiff and more tired than usual. It was noted the left side had turned off ¿quite often¿, four or five times since implant; however, the right side never turned off. It was noted the left side turned off about six months prior to report as well. The ins was able to be turned back on. The patient noted he walked by electrical panels at work each day, but didn¿t suspect the ins was turning on and off every day. It was noted the patient was also taking oral medications. The patient later reported they were still having concerns with his device or therapy but was working with the physician or manufacturer representative. An appointment was scheduled for (B)(6) 2013. Additional information received reported that stimulation was turning off by itself and the patient had a loss of therapeutic effect. Since implant, the implantable neurostimulator (ins) had been intermittently turning off. Stimulation shut off by itself the morning of this report. Last month, stimulation had shut off three different times. The problem started in the beginning of (B)(6). The ins turned off on 2015 (B)(6) and the patient did not recall being by a refrigerator door, shower door with a magnetic strip, or using a cell phone. The ins turned off on (B)(6) on the right side only and (B)(6) on the left side only. The patient thought the inss were going bad. The inss were going to be replaced, but the surgery was cancelled. The patient later reported the inss were replaced on 2015 (B)(6). The patient did not know if they were reading the ins correctly or not with the patient programmer. The patient had been using the programmer to check the ins and it said it was turned off, so they turned it back on. The patient could feel the ins turn on because, they ¿get the juice and tingling.¿ the patient did not feel it when the ins turned off so they did not know how long the ins had been off. In (B)(6), the patient met with their healthcare professional (hcp) who stated the ins was showing signs that I would go bad and they did not think it would last until august. Refer to manufacturer report #3004209178-2013-03691.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v281324, implanted: 2009 (B)(6); product type lead product ID 3387s-40, lot# v281324, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).